Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.

Event description:
Patient reported left side encapsulated, became hard, changed shape, hurt, capsular contracture baker grade iii, and deformation. Healthcare professional reported folds, periprosthetic fluid, thickening of capsule. Device remains implanted.